Event description:
The screw broke mid thread post operatively. The screw was explanted.

Manufacturer narrative:
This MDR is being filed late due to a change in MDR reportability assessment. The particular screw family is routinely explanted 6-9 months after implantation per the surgical technique. Initially, we were not reporting broken screws as adverse events because the explantation was not in response to the break, rather explantation was an expected outcome of the procedure. However, upon reassessment, we have determined that the product malfunctioned and it is reasonable to expect that explantation may occur prior to the expected 6-9 month period. This qualifies it to be a serious injury event, requiring this to be reported as an MDR. Going forward, all screw breakage for this screw family will be filed as serious injury mdrs.